Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, serial#(B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that while stimulation was turned on, for the past week caller reports patient was feeling a pulse sensation in her bladder and squeezing sensation. The patient had not felt that before. The patient reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. The patient states that her brother saw the "phone receiver" icon but did not recall a code with it. It was later reported that the patient programmer shows por (power on reset). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.